Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded t-wave oversensing that resulted in delivery of inappropriate anti-tachycardia pacing (atp) and shock therapy. The device delivered two bursts of atp and two 41j (joule) shocks to the patient. It was noted the patient did experience cardiac arrest due to the inappropriate therapy. The first burst of atp accelerated the patient's rhythm into ventricular tachycardia (vt) zone and the first shock was delivered. A second atp burst accelerated the rhythm into the ventricular fibrillation (vf) zone and a second shock was delivered that successfully converted the rhythm. The patient is currently stable, and the lead measurements are normal. Technical services (ts) was consulted and provided troubleshooting and recommendations with the current device programming for the patient's existing heart condition. The device remains in service. No additional adverse patient effects were reported.